Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, unique device identifier (UDI) number could not be determined. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. Different attempts were made by livanova to gather further information with no success. No further information is available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Following an analysis performed on documentation received from the customer, livanova deutschland became aware of 12 possible cases of non-tuberculosis mycobacterium infections associated with heater cooler devices used at this hospital during cardiopulmonary bypass surgeries, starting from 2018.

Manufacturer narrative:
H11: serial numbers of 3t used during the surgeries could not be collected. However, serial numbers of 3t devices in use at the hospital during the surgeries timeframe were known from information provided in a previous complaint from same customer, revealing that vacuum and sealing kit upgrade activity at customer's facility started in 2019. Since the date of the surgery and the serial number of the involved 3t are unknown, it is not possible to perform a service activity review analysis and to identify when the device was upgraded with the vacuum&sealing kit. A DHR review could not be performed since possible serial numbers involved were not provided. However, no evidence to suggest device failed to meet specifications is available, and no correlation between the patient infection and the 3t device used has been clarified. Livanova became aware of these events trough an investigation about hospital¿s use and procedures regarding the 3t performed at customer's facility by dhec ((B)(6) department of health and environmental control) and cdc (center for disease control and prevention). Documentation about the visit was shared to livanova and internally analyzed. The review of provided documents revealed that clinical practices at this hospital did not adhere to livanova device instructions for use, and that the hygienic conditions within the hospital were not optimal regarding the disinfection and cleaning procedures. Visual evidences of hospital rooms and device storage conditions were provided as well, confirming that the hygienic status was not suitable for a sanitary structure. Based on the above, source of patient contamination remains unknown and the livanova device involvement as well, anyway the most likely root cause of reported event can be traced back to poor hygienic conditions and clinical misconduction that took place at the hospital.